Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 22 mg/dl. The customer stated that her blood glucose has dropped dramatically, twice in the past two weeks. Troubleshooting was performed and found that the insulin pump was programmed, and reading the reservoir volume correctly. Nothing further was reported.